Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage or steer mechanism is difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
1 device that was originally coded as evaluated was found that another service report was created; it was determined the device experienced brake/steer is inoperable; must use alternate pedal, which is not reportable. Section h codes have been updated to reflect this.

Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage or steer mechanism is difficult to engage/disengage. There was no patient involvement.